Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: myometrium at fundus; myometrium/perforation (uterus)"), fallopian tube perforation ("coil on her left side had protruded through her fallopian tube") and abdominal pain lower ("lower left side pain") in an adult female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included menopausal symptoms. Previously administered products included for an unreported indication: estradiol and progesteron. Concurrent conditions included rash (allergies and reactions: doxycycline) and upset stomach. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, fatigue and uterine perforation to be related to essure. The reporter commented: in 2008 or 2009, plaintiff underwent the essure procedure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters added. Plaintiff demography added. Product lot no. Received and implanted date added. Concomitant , historical condition & drugs added. New events: migration of essure device location of device: myometrium at fundus/uterine perforation, pelvic pain, device monitoring procedure not performed are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: myometrium at fundus; myometrium/perforation (uterus)") and fallopian tube perforation ("coil on her left side had protruded through her fallopian tube") in a 50-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included menopausal symptoms. Previously administered products included for an unreported indication: estradiol and progesteron. Concurrent conditions included rash (allergies and reactions: doxycycline), upset stomach, uterine bleeding, pain in toe, uti, vaginitis, depression, dyslipidemia, diarrhea and internal hemorrhoids. On (B)(6) -2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, 8 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain lower outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain lower, fallopian tube perforation, fatigue and uterine perforation to be related to essure. The reporter commented: in 2008 or 2009, plaintiff underwent the essure procedure. 12jul2017 -specimen(s) removed: 1) uterus and cervix 2) bilateral fallopian tubes findings: small, mobile anteverted uterus. At right cornua, 4 mm of essure coil was noted to protrude through the myometrium at the fundus of the uterus just under the serosa, but not through. Similarly, along the left cornua, approx 4-5 mm of essure coil were visualized protruding through the myometrium, but not through the serosa at the left cornua. No essure coil was noted to be exposed through the uterine serosa and bilateral coils were removed intact with the specimen. Right fallopian tube with small 1 cm paratubal cyst. Left fallopian tube appeared normal. Diagnostic results: 12jul 2017- surgical pathology report diagnosis a. Uterus, cervix, hysterectomy: - cervix: no evidence of dysplasia. - endometrium: weakly proliferative glands. No evidence of atypia, hyperplasia, or neoplasm. - essure device identified grossly. B. Left fallopian tube, excision: - no evidence of malignancy. C. Right fallopian tube, excision. - no evidence of malignancy. Specimen source a uterus, hysterectomy b left fallopian tube c right fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: new pfs + mr received- outcome of event fatigue from unknown to recovered/resolved, new reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: myometrium at fundus; myometrium/perforation (uterus)") and fallopian tube perforation ("coil on her left side had protruded through her fallopian tube") in a 50-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included menopausal symptoms. Previously administered products included for an unreported indication: estradiol and progesteron. Concurrent conditions included rash (allergies and reactions: doxycycline), upset stomach, uterine bleeding, pain in toe, uti, vaginitis, depression, dyslipidemia, diarrhea and internal hemorrhoids. On (B)(6)2008, the patient had essure inserted. In september 2015, the patient experienced fatigue ("fatigue"). On (B)(6)2017, 8 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower left side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) .essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain lower outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain lower, fallopian tube perforation, fatigue and uterine perforation to be related to essure. The reporter commented: in 2008 or 2009, plaintiff underwent the essure procedure. (B)(6)2017 -specimen(s) removed: 1) uterus and cervix 2) bilateral fallopian tubes findings: small, mobile anteverted uterus. At right cornua, 4 mm of essure coil was noted to protrude through the myometrium at the fundus of the uterus just under the serosa, but not through. Similarly, along the left cornua, approx 4-5 mm of essure coil were visualized protruding through the myometrium, but not through the serosa at the left cornua. No essure coil was noted to be exposed through the uterine serosa and bilateral coils were removed intact with the specimen. Right fallopian tube with small 1 cm paratubal cyst. Left fallopian tube appeared normal. Diagnostic results:(B)(6) 2017- surgical pathology report diagnosis a. Uterus, cervix, hysterectomy: - cervix: no evidence of dysplasia. - endometrium: weakly proliferative glands. No evidence of atypia, hyperplasia, or neoplasm. - essure device identified grossly. B. Left fallopian tube, excision: - no evidence of malignancy. C. Right fallopian tube, excision. - no evidence of malignancy. Specimen source a uterus, hysterectomy b left fallopian tube c right fallopian tube quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil on her left side had protruded through her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left side pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation and fatigue to be related to essure. The reporter commented in 2008 or 2009, plaintiff underwent the essure procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.